Event description:
It was reported that the pacemaker dependent patient presented in the operating room for a device upgrade. During the implant procedure, when the lv lead was connected, no pacing could be established until the rv lead was connected to the device. Once the rv lead was connected, pacing support resumed. The device was checked the next day and no abnormal behavior was observed. The patient will be monitored.